Event description:
The user stated she received digoxin results for about five pt samples that were double what they should have been. The erroneous results were reported and the user stated, she had to correct results for four or five samples. None of the patients were adversely affected. Of the data provided, the result from one sample was discrepant. The initial result was 3.7 ng per ml, the repeat result after recalibration of the assay was 1.88 ng per ml. The user refused a service visit and stated they have had no further issues since recalibration was performed.

Event description:
The user stated she received digoxin results for about five patient samples that were double what they should have been. The erroneous results were reported and the user stated she had to correct results for four or five samples. None of the patients were adversely affected. Of the data provided, the result from one sample was discrepant. The initial result was 3.7 ng per ml, the repeat result after recalibration of the assay was 1.88 ng per ml. The user refused a service visit and stated they have had no further the user refused a service visit and stated they have had no further issues since recalibration was performed.

Manufacturer narrative:
The investigation could not clarify a root cause and the issue was considered an isolated event. Three reagent cassettes were checked and considered an isolated event. Three reagent cassettes were checked and no signs of leakage were observed. Acceptable calibration and control recovery were observed with the same reagent lot as in use by the customer and also an additional reagent lot. The customer is using a different cassette and does not have any further issues related to this event.